Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. It was also reported that the customer experienced an elevated blood glucose (bg) level of "high" mg/dl. High bg was addressed with a correction bolus via the pump. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.